Manufacturer narrative:
Block b5 has been updated with the additional information received on july 11, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Furthermore, we are unable to provide the complete unique identifier (UDI) # as the product is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the additional stent placed to complete the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct to treat a biliary stricture during a procedure performed on an unknown date. Three weeks after stent placement, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the stent. During the procedure, the stent could not be removed due to coiling within the duct. Multiple attempts were unsuccessful, and the physician ultimately placed a second wallflex fully covered stent within the previously implanted stent to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on july 11, 2025. It was reported that a rat-tooth forceps was used in an attempt to remove the wallflex biliary stent.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Furthermore, we are unable to provide the complete unique identifier (UDI) # as the product is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the additional stent placed to complete the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct to treat a biliary stricture during a procedure performed on an unknown date. Three weeks after stent placement, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed to remove the stent. During the procedure, the stent could not be removed due to coiling within the duct. Multiple attempts were unsuccessful, and the physician ultimately placed a second wallflex fully covered stent within the previously implanted stent to complete the procedure. There were no patient complications reported as a result of this event.